Event description:
Information received from the field notes that the patient came into the office feeling symptomatic with lightheaded- ness and presyncope. The device could not be interrogated and there were no apparent pacing spikes on the EKG. A transtelephonic check the day before showed a demand rate of 70 ppm and a magnet rate of 88 ppm.